Event description:
The catheter was blocked; no possible infusion. The catheter has been removed and when removed, the user noticed there was a crack at 8cm from the base. The color of the catheter seemed to have changed also (brown).

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reye2147 showed no other similar product complaint(s) from these lot numbers.